Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the cutter and sideplate failed and were replaced and resolved the reported issue. It was noted that the device has not been regularly returned for annual pm. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that this device would not properly mesh during kit inspection. No adverse events were reported as a result of this malfunction.